Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) reported an unexpected battery failure, premature battery depletion was suspected. The battery was at 2.88v when checked in (B)(6) and now showed end of service (eos), so this was not anticipated. The patient will have an urgent replacement. The patient's last device settings were: on the left side it was 2+; 3-, volts 5, pulse width 60, frequency 130, therapy impedance 1334 ohms which is = to 3.810 ma, and on the right 10+; 11-, volts 3.8, pulse width 60, frequency 130, therapy impedance 1343 ohms = to 2.883 ma. A longevity estimation of the implantable neurostimulator (ins) was performed based on the provided device settings. This resulted in an expected eos of 41 months where as it was reported that the ins reached eos in 28 months. The company representative (rep) reported three days later that the patient did experience some shocking sensations prior to eos. The patient saw a message around the beginning of november. The current voltage was 2.87v. The patient does have a patient programmer (pp) and can increase her settings. Additional information has been requested to find out the cause of the shocking, if any actions/interventions have been performed, and the outcome. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_ext, product type: extension. (B)(4).

Event description:
The company representative (rep) met with the patient's hcp a month later. The rep picked up the explanted device for analysis. The ins battery depleted very quickly. The shocking sensation was in the neck area, the extension connection at the back of the head. The ins was at 2.70 after three weeks of usage, meaning there must be fluid in the system creating a short circuit. The patient was being brought in on (B)(6) and the rep will test the system intraoperative. Additional information has been requested to find out why the patient is being brought back to have the device tested intraoperative. If additional information is received, a follow up report will be sent.